Event description:
It was reported to philips that the device had a loose ECG connection. Per the report, it is unknown if a patient was involved; however, there is no direct report of patient harm. The potential safety alert (psa) and potential safety event (pse) were both marked as false during the initial reporting of this event. No adverse event involving patient or user was reported.